Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device broke intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) screws broken during an unknown surgical procedure. There is no additional information available at this time. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: during a craniotomy for the extraction of a brain tumor two (2) screws broke at the shaft. The tips of the broken parts remained in the patient's skull. The surgery was completed without surgical delay.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 6 apr 2016, e-mail from affiliate states that there was only one screw shaft left in patient and another screw was broken at the head part but without fragments in patients body.

Manufacturer narrative:
A product investigation was completed: just a shared off portion of the screw head was received. Due to the small piece received, no dimensional investigation could be performed. Microscopic investigation indicates that exceeding applied torsional force while insertion may have caused the breakage of the screw. The shape of the head is plastically deformed by the user. No manufacturing related issue could be identified. We are not able to identify the exactly root cause for the reported problem. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.